Event description:
The following information was provided: it was reported that the patient's left hip was revised due to poly wear and metal-on-metal impingement of the stem and shell. A 36 +10 metal femoral head and 36e 10° poly insert were revised to a 28 +10 c-taper metal femoral head with a v40 to c-taper adapter sleeve, and an mdm/ adm liner construct. Rep confirmed that no further information will be released by the hospital or surgeon.